Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint ¿the e-100 generator turned red and stopped working¿. Upon visual inspection, the returned unit was found to be in good condition. The unit was installed in a good internal system, and it failed. The power led turned red and bipolar led was not turned on and would not cut/seal. The e100 generator unit will be returned to the original equipment manufacturer (OEM) for repair and clean the filter. The root cause of this reported failure is attributed to a component failure. The complaint regarding the e-100 generator turned red and stopped working was confirmed based on the field evaluation, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical extraperitoneal without lymphadenectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that an issue was noticed in yesterday¿s procedure. The customer explained the e-100 generator turned red and stopped working. The issue was not reported and there was no further communication of what was going on when the issue occurred. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed that once the e-100 generator stopped working they continued using the fenestrated bipolar with the integrated electrosurgical unit (erbe) and continued with the case. They did not troubleshoot, to try to reset or check why the e-100 stopped working. There was no harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 turned red and stopped working an investigation is in progress to determine the cause of this reported event. A field service engineer was dispatch on site to investigate the reported problem. The isi fse was able to replicate the issue and replaced erbe to resolve the issue. Isi has received the erbe part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the customer stated the e-100 was replaced after the start of the procedure due to esu stopped functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.